Event description:
The doctor had placed a medpor coated tear drain into a patient and had to replace the tear drain due to patient discomfort from an exposed portion of the medpor portion of the tear drain.